Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient was prescribed oral antibiotics (type, dosage and duration not reported) in (B)(6) 2013 (day not reported) due to infection at the abutment site. The implanted device remains.